Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, a damage to the insulator part of a bipolar maryland forceps occurred during left uterine ligament coagulation, and the damaged insulator fragment fell into the body cavity. The fragment was visually collected using assistant forceps, and the damaged forceps were removed in accordance with the hugo broken instrument protocol. The issue was resolved by using an alternative forceps, and the procedure was completed. There was no injury to the patient.